Event description:
It was reported that an acl reconstruction surgery was performed in 2004. The pt experienced a post-op infection (unk type) and was treated with antibiotics and is doing fine. No revision surgery was necessary.